Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) specialist. The ccc instructed the customer to bleach the sample and vents ports, and run integrated multi-sensor technology (imt) probe and imt alignments. The ccc instructed the customer to run a check 1, which resulted within specifications. The customer then reset the instrument, replaced the sensor, and ran calibration, which passed. The customer ran a ten sample comparison study between the two dimension vista instruments, and all the results were within the allowable limit. A siemens headquarter support center (hsc) specialist reviewed the instrument data. For sample ID (B)(6), all results of the initial run of this sample were biased low by 17-30% suggesting the sample in the aliquot well impacted. Quality controls (qc) were within range without evidence of outliers or imprecision. Review of the process error log which multiple aliquot clog detect errors were observed during the time of processing of the initial run, indicating poor sample quality. Hsc concluded the cause of the discordant results was sample specific due to the sample aliquot for sample ID (B)(6) being diluted by approximately 20% due to water carry-in by the aliquot probe. The water carry-in to aliquot was a consequence of aliquot clog detect error conditions that impacted the aspiration and delivery of this sample to the aliquot space. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on one patient sample on a dimension vista 1500 instrument. The result was reported to the physician(s). The patient was admitted to a different hospital where sodium was tested and a different result was obtained. The physician(s) then called the customer and questioned the initial low result. The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher. The corrected result was reported to the physician(s). Additional tests performed on the original dimension vista instrument: calcium (ca), and chloride (cl), were repeated on the alternate dimension vista instrument, also resulting higher. A corrected report was reported to the physician(s). The customer then repeated patient samples ran before and after the sample in question, and sample (B)(6) resulted higher upon repeat on the same instrument. There are no reports of patient intervention or adverse health consequences due to the discordant results.